Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 4/6/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 66 year old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade (CT) which required a pericardiocentesis. After puncture, during mapping under the coronary sinus pacing, blood pressure dropped to 80mmhg. Cardiac tamponade and perforation were confirmed by echography, and the procedure was cancelled. A pericardiocentesis was performed, and the patient was monitored. Additional information was received, and it was reported that the patient¿s condition has improved. Device evaluation: the biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 4/6/2021. The device evaluation was completed on 4/29/2021. Visual analysis of the returned product revealed that no damage or anomalies were observed on the catheter. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30475710m number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 66 year old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade (CT) which required a pericardiocentesis. After puncture, during mapping under the coronary sinus pacing, blood pressure dropped to 80mmhg. Cardiac tamponade and perforation were confirmed by echography, and the procedure was cancelled. A pericardiocentesis was performed, and the patient was monitored. Additional information was received, and it was reported that the patient¿s condition has improved. The physician commented that the stsf was more difficult to insert than usual after atrial septal puncture. View flex was used for the intracardiac echo catheter. Transseptal puncture was performed. Prior to noting the CT, ablation was not performed. There was no evidence of steam pop. Since this event (cardiac tamponade) is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.